Event description:
As per the user facility: the pump had a burning smell with overheating. The top case was burned. No patient injury/involvement. The pump is operational but not repaired. There was no patient injury/involvement with this event.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has been received for evaluation. The reported complaint of thermal damage was confirmed. The power supply had evidence of resistive current path between 16v and the ground connections that increased in temperature until the immediate area of the power supply board/connectors and case top were damaged. The power supply and the case top were replaced and preventive maintenance service was performed. If additional pertinent information becomes available a follow-up report will be filed.if additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per the user facility: the pump had a burning smell with overheating. The top case was burned. No patient injury/involvement. The pump is operational but not repaired. There was no patient injury/involvement with this event.